Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited variable and high impedance, and oversensing. Follow-up with the patient's clinic verified the ra lead is fractured. The patient's implantable cardioverter defibrillator (ICD) was reprogrammed to vvi in order to eliminate the ra lead from the therapy system. The lead currently remains implanted and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.